Manufacturer narrative:
Evaluation: the product was not returned to datascope for evaluation. The item was discarded by the hospital. (This follow-up MDR was mailed to the FDA on 11/16/98).

Event description:
Event: (cc# 98-00371) after iabp for 12 hours, the iab leaked and the iab was removed. A second iab was inserted into the patient. On 10/20/98, datascope was notified that the iab was discarded and would not be returned for evaluation. [Event complications]: none from the event - reported 3/23/98. [Patient's current status]: unk - rpt'd 3/23/98.